Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient received an inappropriate shock for atrial flutter from their device. The patient¿s medications were adjusted for the atrial flutter, and the device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.